Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/02/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. The threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used and was able to secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery compartment was found to be cracked and the threads on the cap were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.